Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent graft and suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a indeterminate (possible 3b) endoleak with sac growth. The patient is currently being monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of; a type 3 endoleak with sac growth and a secondary procedure. Device, user, procedure, anatomy relatedness or procedure related harms of this complaint could not be determined with the medical records available for review however this event is most likely device related due to the use of strata material. The final patient status was discharged on the second post-operative day home in stable condition post-secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcomes attributed to adverse events. Conclusion code: remove code 11. Device code: remove code 1354. Correction.

Event description:
Additional information: the reported endoleak was confirmed to be a type 3 endoleak with sac growth. A secondary procedure was completed. A secondary procedure was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, afx suprarenal stent graft extension and an ovation ix extender to resolve the reported event. The patient was reported as recovering well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.